Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto 3 system and noise occurred. Replacement of a defective reprocessed mapping catheter cable with a good one resolved the issue. System is operational. The history of customer complaints associated with carto 3 system was reviewed. There was not any additional reported complaints that may be related to the reported issue. Device history record review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto 3 system and noise occurred. A current leakage error displayed on the carto 3 system so the catheter cables for the lasso and the deca catheter were changed out. The mapping catheter was disconnected and the error cleared. The mapping catheter cable was replaced and the issue was resolved. The procedure was then continued. Upon request additional information was received on the event. Noise was on all electrocardiogram (body surface and intracardiac) channels, all channels of the carto and recording system and there was no available signal to monitor until issue was resolved. Since there was no available signal for the physician to monitor the patient's heart rhythm, this is indicative of a reportable event.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).